Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a knee arthroplasty surgery, the articular surface would not engage with the tibial component.

Manufacturer narrative:
No devices were received; therefore, the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Complaint history search based on the product and lot combination revealed no similar complaints. With the information provided so far; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4-UDI# - (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual examination identified that the dovetail feature of the returned articular surface was compressed down on one side, indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. Discoloration and some nicks were observed on the superior and inferior sides of the articular surface. Dimensions were found conforming to print specifications where measured. The tibial plate was not returned for review as it was used in the procedure with another articular surface from the same product family. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to user error. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.